Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The ntw clip delivery system (cds) was advanced to the mitral valve, but then the physician decided to not to use the ntw clip and removed it. An xt cds was advanced, and the xt clip was implanted. The ntw cds was then used again and was advanced to the mitral valve and while grasping the posterior gripper arm did not go down. Trouble shooting measures were performed such as closing and opening the clip again and the gripper arm lowered. The clip was successfully implanted. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.